Manufacturer narrative:
Correction: component code update.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited failure to capture and under-sensing. Cardiac perforation was suspected. The lead was explanted and successfully replaced. The patient was stable.